Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli). Additional information was received from the field representative that the cause was not determined and the patient had lead replacement. At this time, the device remains in service while the rv lead was explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that, in addition to the high out of range rv pace impedance measurements, the system also exhibited noise on the rv channel. The device remains in service. No additional adverse patient effects were reported.